Event description:
The customer reported the ventilator would not operate on backup battery. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. Review of the ventilator's diagnostic log revealed that when the ventilator was powered on by the user it displayed a message 'backup battery not connected', indicating to the user that the battery in place for backup power had a low capacity for use. There was also a code in the diagnostic log indicating a 24/+-12v power fail occurrence. The manufacturer's field service technician confirmed the reported event. The service technician replaced the backup battery to complete the service for the reported problem. Applicable final testing was completed and tests passed to operating specifications.